Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) female child patient's infusion set's tubing had detached/broken at about one inch from the site connector. The patient's blood glucose level was between 120 mg/dl to 127 mg/dl. The patient replaced the infusion set and resumed insulin successfully. No further information available.